Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that during pulmonary vein isolation (pvi) ablation, thrombus was found adhered to the thermocool® smart touch® sf bi-directional navigation catheter, and flushing was impossible. No error messages were observed on any biosense webster inc. Equipment. The catheter was replaced, and the issue resolved. The procedure was completed. No patient consequences were reported. The device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The customer complaint cannot be confirmed since the device was found working correctly and no evidence of thrombus was observed on the catheter. However, the root cause of the thrombus reported by the customer could be related to the usage of the device during the procedure. However, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that during pulmonary vein isolation (pvi) ablation, thrombus was found adhered to the thermocool® smart touch® sf bi-directional navigation catheter, and flushing was impossible. No error messages were observed on any biosense webster inc. Equipment. The catheter was replaced, and the issue resolved. The procedure was completed. No patient consequences were reported. Information received on 1/23/2020 stated that after confirming charring, the irrigation was not possible. Additional follow up is being conducted to obtain clarification on if what was observed adhered to the catheter tip was thrombus or char. Should more information become available, it will be reviewed and processed accordingly. Since the event description reported ¿thrombus¿ this event is being assessed as reportable for the thrombus. The occlusion or no irrigation was assessed as not reportable as it is highly detectable by the physician. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote.